Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow keypad button was intermittently unresponsive and the up arrow, down arrow and ok keypad buttons required hard presses to elicit a response. The reporter noted the keypad button symbols and rubber on the keypad buttons was worn. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad button symbols were found to be worn. Evaluation revealed that the up/down arrow and ok keypad buttons were intermittently responsive. The contrast button was found to be unresponsive. There was evidence of contamination found under the key contacts.